Event description:
It was reported that the patient presented in the operating room for lead revision. Intermittent high capture threshold was observed. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.